Event description:
It was reported to baxter (B)(4) that a colleague infusion pump experienced a failure code 536:320:658 on channel b. According to the facility, this event occurred prior to use. Upon reviewing the pump's event history, baxter personnel confirmed this condition interrupted delivery. There was no patient injury, medical intervention necessary or adverse reaction in association with this event. No additional information is available. This device utilizes user interface module master software version 6.13.92 categorized as remediated.

Manufacturer narrative:
The reported condition of failure code 536:320:658 was confirmed, but not duplicated. The rootcause could not be determined, however the uim pcb (user interface module printed circuit board) and software u65 was replaced as a precaution. Should additional information become available a follow up medwatch will be submitted. (B)(4).

Manufacturer narrative:
Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A service history review was performed revealing the reported condition is not related to any previous reported problem with this pump. (B)(4)